Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported scale marking error was found before use with a syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, "when fully depressing the plunger rod, the tip of stopper was under "0" position.

Event description:
It was reported scale marking error was found before use with a syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, "when fully depressing the plunger rod, the tip of stopper was under "0" position.

Manufacturer narrative:
Investigation: customer returned (1) loose 1/2cc syringe. Customer states that when fully depressing the plunger rod, the tip of stopper was under "0" position. The returned syringe was tested using the plug gage and the scale placement fell out of specifications. A review of the device history record was completed for batch# 8295667. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for ink rings. There was one (1) notification [(B)(4)] noted for missing scale lines. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. The needle assembly was removed from the syringe. There was no visible damage to the barrel tip. The syringe was tested per tp700264 using plug gauge, ID#13716. The 5 unit scale line did not fall within the recessed area of the plug gauge. The syringe passed volumetric testing using calibrated scale, ID# 13716, and is within specification. The volumetric results ensure that dosing is accurate.